Event description:
It was reported that the previously working remote monitor was not receiving power. A new power cord will be mailed to the patient. Additional information was received which noted that the new power cord did not resolve the monitor's power issue. The monitor will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion and contamination on the printed circuit board assembly. Due to this condition the monitor was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the previously working remote monitor was no longer receiving power. A new power cord was sent but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.